Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 42 mg/dl at the time of incident and current blood glucose level was 70 mg/dl. Customer¿s other blood glucose levels were 241, 232, 418 mg/dl. The customer treated with apple juice and food. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer not using auto mode. The insulin pump will not be returned for analysis.